Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, four fast-fix had the same problem, the first implant deployed normally then when the surgeon went to pull back the second implant, it dislodged as if it were caught in a kink in the suture. Also it was unable to pass the suture cutter over the end of the thread as the waxy tip was too thick. After cutting the suture end, it was passed down the length of the suture only to get caught up half way down. For the 3 devices, the knot was not successfully tightened. Ts were removed with a pull on the suture sometimes a cut of the suture. The issue was solved repeating the steps till one or two worked. The procedure was completed with the same device. There was a non-significant surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair, four fast-fix had the same problem, the first implant deployed normally then when the surgeon went to pull back the second implant, it dislodged as if it were caught in a kink in the suture. Also it was unable to pass the suture cutter over the end of the thread as the waxy tip was too thick. After cutting the suture end, it was passed down the length of the suture only to get caught up half way down. For the 4 devices, the knot was not successfully tightened. Ts were removed with a pull on the suture sometimes a cut of the suture. The issue was solved repeating the steps till one or two worked. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H3, h6: the reported device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of device dislodged or dislocated found similar reported events. A review of historical escalations and complaint history found a manufacturing issue related to a "wax" ball or enlarged suture end defect for the reported part number. A review of the manufacturing process found the process has been updated to mitigate future recurrence of this defect. An evaluation of the attached images showed image one was taken during a procedure under a scope. An implant and suture are next to the tissue and or joint. Image two is next to a patient's hand during the procedure. The gloved surgeon is holding a piece of the suture. No malformation of the suture is visible. Image three shows the surgeon holding an ultra fast fix device. The t1, t2, and suture are not visible. A clinical review states that this reported failure is captured within the scope of the hhe-2022-23-mn suture ball rev. B. Nc-33806 and CAPA-932. According to the report, the adverse event was resolved by repeating the steps until one or two of the devices worked. It was reported the procedure was completed with a s+n back up device with a non-significant surgical delay, and no further complications were reported. The impact to the patient was the non-significant surgical delay. No further clinical/medical assessment is warranted at this time. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with the manufacturing process. A corrective action was previously initiated to address this issue.